Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via phone conversation "when trying to deploy a stent - resistance was encountered. The facility was able to deploy the stent. When they took the introducer out and removed the wire from the proximal end of the guide wire, a long piece of silver wire came out with it." Did any unintended section of the device remain inside the patient¿s body? - no. Please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - no. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - no. Has the complainant reported that the product caused or contributed to the adverse effects? - no. Please specify adverse effects and provide details.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 15-mar-2022: visual inspection: stent was not returned. Pushing catheter, guiding catheter and stylet returned. Stylet appears to be broken under observation, measuring at 35.5cm. Functional inspection: n/a stent not returned.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the lab re-evaluation on 23-feb-2023

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on the 04-may-2023.

Manufacturer narrative:
Device evaluation 1 x fs-oa -10 of lot number c1889261 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 15 mar 2022 .the device also underwent a laboratory re-evaluation on the 23 feb 2023. On evaluation of the device the device on 11 march 2022 the following was observed: it was noted that the stent was not returned. Pushing catheter, guiding catheter and stylet returned. Stylet appears to be broken under observation, measuring at 35.5cm. On re evaluation of the device the device on 23 feb 2023, the following was observed: that the stylet silver wire observed broken. Silver wire measured 0.018 inches document review prior to distribution fs-oa-10¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number c1889261 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1889261. It should be noted that the instructions for use states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Image review n/a impression n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause is that the distal end stylet protruded when the tube was bent due to excess force exerted to overcome the resistance encountered during the deployment. Summary complaint is confirmed as the failure was verified in the laboratory. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.